Event description:
Used alcon opti-free puremoist multi-purpose disinfectant solution with hydra-glyde saline solution to rinse and insert my contacts and it smelled like algae or mold. I have been using this bottle for a while. To confirm if something happened to just this open bottle, I opened a new bottle from the same box and it smelled as well. At this moment no adverse reactions to my eyes. Purchased these bottles sometime in 2nd half of 2023 from cvs in (B)(6). I stored them in a cabinet in my bathroom. Lot 1194v, exp 06-30-2025. Cleaning/rinsing contacts. Ref report: mw5150125.